Manufacturer narrative:
The insulin pump had operating currents within specification. The device passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The device was returned for power error alarms. The power management tool confirmed pump error, replace battery now and power loss were triggered due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6, the insulin pump was monitored and functioned properly. The device had a cracked keypad overlay at select buttons. The device had a minor scratched display window, case, and keypad overlay.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. The power management tool confirmed pump error, replace battery now and power loss were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that they experienced power system error and replace battery now alarm. The customer's blood glucose value was unknown. The customer received power error alarm when they put insulin for food. The customer also received insulin flow blocked alarm. The customer stated that the notification light did not stop flashing immediately. The product was returned for analysis.